Event description:
Customer reported that three previously identified group a patients react 1+with anti-b bioclone lot bbb745a. Customer does not include a negative control with daily qc. Customer stated that per their procedures, all blood groups must be confirmed with reverse typing.